Event description:
It was reported that the device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The wds was inserted into the was and the closure device was deployed in the laa. The closure device did not meet release criteria and needed to be fully recaptured. Prior to recapture the device the physician noted that there was a kink the was. The closure device was successfully fully recaptured and removed from the patient. A new was and wds were used to complete the procedure. There were no patient complications that occurred and the patient is fine.